Event description:
It was reported that the patient had presented with acute coronary syndrome with thrombosis and was treated with emergency percutaneous coronary intervention via implantation of a 2.5x15 rx xience xpedition stent in a heavily calcified lesion in the proximal left anterior descending coronary artery on (B)(6) 2013. An attempt was made to cross the xience xpedition stent with an unspecified balloon catheter to post-dilate the stent; however, though no stent malposition was noted, the balloon was unable to cross through the stent. An unspecified 2.0mm balloon was able to cross and successfully post-dilate the 2.5x15 rx xience xpedition stent. Approximately 1.5 to 2 hours after implantation of the 2.5x15 rx xience xpedition stent, though the patient had been taking the prescribed dual anti-platelet therapy of aspirin 100mg/day and clopidgrel 25mg/day, while still recovering in the hospital, the patient experienced angina and a coronary angiogram revealed subacute stent thrombosis, which was treated via balloon dilatation to 6 to 12 atmospheres with a 1.5mm and a 2.5mm unspecified balloons; the thrombosis then migrated to the left main trunk, but no additional treatment was administered. The patient experienced thrombosis again on the following day, which was successfully treated via placement of an intra-aortic balloon pump (iabp); the iabp was removed the following day ((B)(6) 2013). As of (B)(6) 2013, the patient has recovered and is in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, thrombosis, additional therapy/non-surgical treatment, and hospitalization are listed as no-fault effects of coronary stenting procedures. Additionally, angina and thrombosis are listed in the japan xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.